Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the 12 month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: if the wire guide received excessive pressure, perhaps in response to resistance due to a severe stricture, this could have contributed to wire guide coating damage. The instructions advise the user that the wire guide should be kept wet for best results. If inadequate flushing occurs, this can contribute to wire guide coating damage. If add'l pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. If the endoscope used with this wire guide contains a sharp edge, this could have contributed to damage of the wire guide coating. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. Although the lot number was unable to be determined, we can confirm that this product was mfg prior to implementation of this corrective action based on the date this report was provided. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome pre-loaded sphincterotome. When moving the device within the bile duct, resistance was encountered. When the sphincterotome was removed from the endoscope accessory channel, the black coating on the distal end of the wire guide separated from the spiral coating but did not detach from the wire guide device. Another device was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.